Event description:
Boston scientific provided the following information: mw5183761 atrial lead position check failed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.